Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized, with visible damage to silver usb port but no low power alerts, shutdown alarms, or inability to turn pump back on. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, received instructions on proper usb insertion, storage mode, and setting up and connecting replacement pump, and pump was replaced under warranty with instructions to return problematic pump using pre-paid label.